Event description:
Dr was performing a skin lesion procedure using suture v-loc 3-0 and while putting the needle thru the loop of the suture the needle pulled out of the suture. Manufacturer response for suture, v-loc 90 3-0 12" p-12 (per site reporter). Through field rep and return of product.